Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2017, the patient contacted lifescan (lfs) alleging that her onetouch ultra mini meter was reading inaccurately high compared to feelings /normal readings. The complaint was classified based on the customer care advocate (cca) documentation. The patient was unable to recall when the alleged product issue first began. She stated that she obtained alleged inaccurate high results of 153, and 300 mg/dl on the subject meter compared to feelings normal results. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient manages her diabetes with oral medications diet and/or exercise and reported that she increased her dose of glimepiride by an unspecified amount as a result of the alleged product issue. The patient stated that on an unknown time after the alleged issue began she developed the symptoms of ¿shortness of breath, shaky legs, fast heart rate and sweaty¿. The patient denied that she received any treatment. At the time of trouble shooting, the cca confirmed that the test strips were stored correctly and not expired. Cca noted that the patient did not have control solution to carry out a test. The patient¿s products were replaced and requested back for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.